Event description:
Attempted to draw blood from PICC line and there was no blood return. A second normal saline flush instilled, and PICC noted to be leaking. The third flush confirmed fluid leaking out of the insertion site. Upon inspection, crack was noted just as the blue catheter goes into white hub. The line was pulled.